Event description:
"Balloon separated from catheter." The atrioseptostomy tracked well and was positioned. The area was not tortous. A) first pull - unsuccessful - unable to pass the atri0 balloon through the septum. B) pulled a second time, the catheter came to rest in the right atrium; examination of the septal hole was good. The balloon detached - this could be visualized for twenty seconds 9 balloon was filled with contrast material - could visualize the balloon moving and bobbing about the right atrium) and slowly the balloon collapsed onto self and disappeared. Balloon was believed to be stuck in the orifice of the stent. 2. Balloon was retrieved a) patient is doing well.